Event description:
As reported: failed misfire of manta device according to physician. Vascular surgery was called to open and repair. The manta was deployed in the tissue track and the manta device was explanted.

Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the left common femoral artery. A central positioned access was gained via single stick micropuncture. Arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery. The arteriotomy was noted as having severe circumferential calcification, posterior and anterior circumferential wall calcification, and tortuosity in the external iliac artery (eia). The IFU lists warning do not use manta in patients with severe calcification of the access vessel and/or common femoral artery stenosis resulting in a vessel <5mm in diameter for the 14f manta or <6mm in diameter for the 18f manta, or >50% diameter femoral or iliac artery stenosis; and do not use manta if there is marked tortuosity of the femoral or iliac artery. No issues were encountered advancing and withdrawing the procedural sheaths. Following deployment, according to the physician the manta device had a failed misfire. A vascular surgeon was called in to repair the artery. During the surgical intervention, the manta was found to be deployed in the tissue tract and was explanted. Multiple causes for tract deployment have been established; however, the exact cause of the tract deployment is suspected to have been due to poor patient selection. The patient had severe calcification and tortuosity which possibly can cause an inaccurate depth measurement, difficult dilation, and deployment. The IFU states that manta is contraindicated for patients with severe calcification of the access vessel; and lists failed hemostasis requiring surgical repair as a possible adverse event. The risk of access site complications leading to surgical intervention have been identified as adverse events related to the deployment of the vascular closure device in the IFU. Additionally, procedure preparation states confirm via femoral arteriogram, no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.